Event description:
A report was received from the USA stating that the device had cord damage in which the cord was found severed and the wires were exposed. The device was not being used during surgery. There also was no user or patient injury or medical intervention. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).